Event description:
Complainant alleged that the medics attempted to defibrillate the pt (age and gender unk) twice at 360 joules using the device paddles, but that the device screen displayed an "open air disch" message. In addition, the complainant alleged that the device also failed to charge once at 360 joules. It was also alleged that the device was slow to charge, even though a new battery had been installed at the beginning of the shift. Three hours earlier the printer failed to print out the ECG report, and the device displayed a "no paper" message on the device screen, although the recorder had a full roll of paper fitted correctly into the unit. There was no indication from the complainant of any adverse effect on the pt as a result of the alleged malfunction.